Manufacturer narrative:
Concomitant medical devices: dtba1d1 crt-d, implanted (B)(6) 2014. -

Event description:
It was reported that the right ventricular (rv) lead exhibited short ventricular intervals, oversensing and a high impedance measurement due to possible fracture. Defibrillation therapies were turned off and the lead is to be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv defibrillation coil exhibited a spike in impedance but had since returned to baseline range. The lead remains in use.

Event description:
It was later reported that the pace/sense portion of the lead was capped and replaced. High superior vena cava (svc) impedance was subsequently observed and both leads were thought to have fractured due to clavicle crush. The original defibrillation lead was capped and replaced and the lead being used to pace and sense was explanted.